Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent the revision procedure on (B)(6) 2021 as one (1) 5.5 exp verse screw was not in the right place and it was necessary to replace it. Initial surgery was performed at end of the (B)(6) 2021, approximately 1 month before the revision surgery. This complaint is related to complaint (B)(4) which captures the intra-op event. This report is for one (1) 5.5 exp verse screw 6.0 x 45. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery was approximately 1 month before the revision surgery. Patient status was reported as no consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.